Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported slda. The reported patient effects of recurrent mr and subsequent dyspnea appear to be related to the slda. Mr and dyspnea are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw and a mitraclip xt were deployed on the mitral valve, reducing the mr to trace. On (B)(6) 2024, the patient experienced shortness of breath. An echocardiogram was performed and revealed that the mitraclip xt detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing the mr to increase to a grade of 3.